Event description:
The customer reported that she was hospitalized with a high blood glucose of 879 mg/dl, heart problems and dry mouth. The customer stated that the insulin pump was not delivering any insulin at all, and requested a replacement. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.